Manufacturer narrative:
(B)(4).

Event description:
It was reported that following a pump implant on (B)(6) 2011, the pt experienced abdominal pain and a fever and was rushed to the emergency room the next day. The pump contained baclofen, the dose and concentration were unk. The pump was interrogated and a print out was given to the hosp, no other troubleshooting was done and the pt outcome was unk per the reporter. It was later reported, the pt required hospitalization due to the event. There were no changes to the pump sys or programming required. The pt outcome was reported as non-serious injury/illness.